Manufacturer narrative:
Device issue with inomax dsir (B)(4) was documented and investigation under complaint (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to over-delivery of nitric oxide for 12 consecutive seconds on (B)(6) 2019. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, the device's proportional valve was replaced. This condition will be tracked and trended under the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a respiratory therapist from the united states called mallinckrodt customer care to report an issue with inomax dsir (B)(4). The device was not in use on a patient. No impact or patient harm was reported. Inomax (B)(4) was removed from service and returned to the company for service evaluation. On (B)(6) 2019, an internal employee performed a routine service log review for inomax dsir (B)(4) and discovered a delivery failure alarm due to over delivery. This service log finding meets the criteria of a reportable malfunction.